Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.

Event description:
Customer reported via phone call that their insulin pump is damaged. The blood glucose reading is unknown.